Event description:
Pt was in surgery for bilateral blepharoplasty, under local anesthesia with nasal o2. Physician had completed the right eye and was completing the left eye using the electrosurgical machine with a pencil. Physician was using pencil on orbital fat when a loud noise was heard and a flame was noted to pt's lower face (nares chin area). Physician extinguished the fire with his hands and water was poured on pt's face. Pt was examined by plastic surgeon and burned area evaluated as 1st and 2nd degree burns. Physician ordered ice packs and cortisporin ointment to area from nares to chin.